Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
(B)(4). The devices were returned in good visual condition. No functional test could be performed, as the clamp arm did not close on either device. The devices were disassembled to verify the condition of the internal components and the rotation knob was broken at the pin hole interface, not allowing the clamp arm to properly open and close.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clamp arm of the device could not be closed. The second one had the same problem. At last the surgeon changed to use the third one to complete the procedure. There were no adverse consequences for the patient.